Event description:
It was reported that the patient visited the emergency room due to fainting. Upon examination it was determined the right atrial (ra) lead had experienced high impedance, variations in pacing thresholds and sensing, and noise. A possible lead fracture was suspected. The physician determined that the lead issues were not related to the patient¿s fainting episodes, and lead replacement was not warranted. The lead remains implanted, but was programmed off to compensate. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4): addrs1, implantable pulse generator, 2012-(B)(6); 5076-52, implantable pacing lead, 2012-(B)(6). (B)(4).